Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was to report that about a month and a half ago or, so the patient had a stress test and forgot to bring the external devices to connect to the implant. The patient said that since then they had noticed an increase of bowel symptoms. When asked, the patient didn't know if it was a standard or medical stress test but said they did receive some type of injection. When asked, no changes to medications or diet however the patient said that they had lost some weight and didn't eat as much as they used to. The patient mentioned a concern of possibly having a virus. The patient was redirected to consult with a healthcare provider. Reviewed therapy information and general programming guidance. The patient said that they did make an adjustment yesterday, said that stitched to program 5, said initially was on program 3 and then did also try program 4. The patient commented that stimulation sensation wasn't as strong as it initially felt. Reviewed general information about stimulation sensation. Patient to monitor symptoms, make adjustments however to also follow up with their healthcare provider for medical assessment and direction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.